Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low blood glucose of 32 mg/dl on (B)(6) 2016 and was hospitalized. Customer's current blood glucose is 130 mg/dl. Customer stated that she treated with food. Customer stated that she does have low blood glucose readings that are manageable but nothing like this. Customer was admitted as an inpatient for medical treatment. Customer stated that she does not know what may have caused it. Customer stated that she does work near a MRI machine but she has been in the room across. Customer mentioned that the sensor and the alarm for it did not go off. When she removed the reservoir from the pump, there was a piece of tubing connector that chipped. Customer stated that this issue was fine and she did not want to troubleshoot. Customer was advised to monitor the issue.